Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which nurse observed leakage due to a crack in the tubing was confirmed during visual inspection of sample. Visual inspection revealed a cut in the tube approximately 16.5cm below the chamber. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A pharmacist reported to baxter (B)(4) of an administration set in which nurse observed leakage due to a crack in the tubing. The nurse observed the leakage at the beginning of the infusion of unknown medication began. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.